Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during biomed preventative maintenance, the warmer temperature only gets up to 37 celsius after 20 minutes run time. Even after attempting to calibrate 4 units, the temperature swing is out of specification ("41.9 plus-minus .1' c"). No harm, adverse effects or injuries reported.

Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a faulty heater assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information received via email. Event date updated from unknown to 29-aug-2023.